Event description:
Regarding placement of synergy xd stent. Three separate attempts were required before a stent "hooked". The first two attempts were failures and each had to be removed (pulled out). A new stent was used for the second attempt and it too failed and had to be removed. The third attempt was successful. The pain from removing the two stents excruciating. I was not sedated appropriately for these adverse proceedings. Not the fault of the physician. Ref report: mw5148827.